Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The incident device was returned missing the cord. A cord was spliced onto the device. Tissue was found in between the jaws of the open device. When latched closed, the jaws aligned properly to each other. The device was tested for resistance, jaw gap, jaw splay (lateral misalignment) and spring compression and all tests were within the specification. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. One of the two concomitant generators in the procedure was returned for evaluation. Additional testing was done with this generator and the incident hand piece. Multiple seals of various sizes on porcine tissue were performed and all seal cycles were completed satisfactorily. The returned generator was also tested separately and found to function to specification.

Event description:
The customer reported that they were not getting sealing of the tissue but head an end tone, indicating a completed seal cycle. They saw no steam or smoke at the time. This occurred in several seal cycles in the procedure. They tried the device on two different generators with the same result. Generators were set at 3 bars. Endoloops were used to control bleeding and complete the procedure.